Event description:
Information received by medtronic indicated that the customer reported insulin delivery was suspended due to the sensor glucose value was below 4.3 mmol/l and the blood glucose value was 12 mmol/l, which is outside of the acceptable range. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device on receipt and replacement of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.